Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer and healthcare professional reported that the patient turned on his stimulation, and now the patient could not turn it off using the patient programmer. It was also reported that the implantable neurostimulator recharger (insr) was not functioning; the patient carried it everywhere he went and the power buttons would not work. The stimulation off button was not working / unresponsive / non-functional on the insr. It was noted that the patient had an appointment scheduled at his healthcare professional's office. Additional information received from the consumer reported that stimulation was stuck on since (B)(6) 2015. It was burning since (B)(6) 2015 due to the fact that the patient could not turn off stimulation for five days. It was noted that the patient did not have the patient programmer with him at the time of follow up. Additional information received from the consumer via the manufacturer representative reported that the patient still could not turn off the implantable neurostimulator (ins) with a replacement patient programmer. It was noted that troubleshooting was not performed due to lack of access to the product. The patient had received a new implantable neurostimulator recharger (insr) and recharge antenna, and the patient would turn stimulation on and off using the insr. Additional information received from the consumer reported that the patient was having difficulty recharging the ins. He kept getting the "position antenna" screen, he could not get to the recharging screen, and he could recharge better while lying down. The insr was almost full, and the ins was last charged one week prior to (B)(6) 2015. It was also reported that the patient fell a few days ago on his right side away from the device; it was a "soft fall." Stimulation was last felt on (B)(6) 2015, and then the patient was not able to get stimulation back on (B)(6) 2015. No outcome or additional troubleshooting was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.